Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed.

Event description:
It was reported that the one-link valve disconnected from the extension tubing in a micro bore catheter extension set with one-link connector. The reported condition was occurred during infusion. The customer also stated that the patient lost roughly 3 drops of blood as a result of the issue and that the patient was able to recover from the incident without any injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.